Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune spacer block was chipped. This spacer block was found in the shims and in the general instruments tray. This item was removed from the sterile field once chip was noticed.